Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the broken power cord bay however it was noted that there was an intermittent failure with the stylus and cursor and the overlay to xy printed circuit board (pcb) connection was reseated and the stylus calibrated. It was noted that the upper case was broken at the carrying handle. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cord cover lid required repair. It was noted that the programmer required a software update. It was noted that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.